Manufacturer narrative:
The customer stated that the phaco tip caused significant burn. The customer did not know if the system emitted the occlusion tones. No service was requested for the system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system is designed with visual and audible warning signals to alert the surgeon of an occlusion. If an occlusion occurs, the system emits an audible tone and the occlusion tab flashes on the display screen to warn the surgeon that the system has reached occlusion. The surgeon must recognize the warning signals and stop the phaco power to prevent burns. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol, 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause could not be determined. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure, a patient experienced a corneal burn and wound leakage. Add'l info was received indicating the patient underwent a secondary procedure the following day to close the wound. The patient is reported to have 6 diopters of induced astigmatism. Add'l info has been requested. The customer indicated no service was requested for the system or handpiece, and the phaco tip was not saved for eval.